Event description:
It was reported that the patient "never felt therapy" and experienced swelling and pain at the implant site for several months. The patient stated that she "had the device adjusted twice and it didn't work and that it wasn't getting any better." The patient also stated that "she was in a bad physical position during both surgeries and was not able to breathe because she was placed on her side during the procedure." The patient further stated that "she didn't want to take any further action and wanted the device removed". The patient did not recall if she had a trial with the device. The patient also stated that she was taking vesicare and "pills for her nerves and high blood pressure". It was further noted that the patient reported that her "patient programmer training was ineffective because she was still under the effects of anesthesia". It was further noted that the patient had an x-ray performed, and the physician said "everything looked good". The patient also reported that she had tried reprogramming many times but that it did not help. The patient stated that she was "letting herself slide into a little depression". The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Event description:
Additional information received reported the patient had not been seen by her physician since (B)(6) 2011. It was later reported the patient was working with her doctor to be put on a therapy program. The patient was to start measuring her urine and do some exercises/therapy. It was noted the patient had had 2 surgeries in the past 'to try to help this device.' It was also noted the patient had 2 trials, both 'not good.' As of (B)(6) 2012, the patient still had concerns about her device but it was noted she had an appointment scheduled with her doctor for (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
The health care professional (hcp) reported that the cause of the event was that the patient did not feel she was having the desired effect. Reprogramming was done on (B)(6) 2011; however, "dissatisfied interstim" was reported and the patient was back to using pads. It was reported that the patient "did well" on program 4 but was still using pads. It was also reported that on (B)(6) 2011 and (B)(6) 2012 the implant site/wound was not healing and that the patient still had pain at the incision site. Signs and symptoms associated with the reported event included that patient had to use pads for leakage and that the site was red and swollen. The patient did not require hospitalization. On (B)(6) 2012, the patient had requested that the device be turned back on. The device was turned back on while the patient was in the office, and the patient left the office satisfied with the new settings.

Manufacturer narrative:
Product ID 3889-28, lot# v681477, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect since implant. The stimulation never worked for their symptoms and the patient went to see their health care provider (hcp) to adjust settings multiple times. It was noted that they would just change something and it didn&#38176;make a different. It was noted that the patient was sorry the spent the time and money to go at 5 am and wanted to stop all of it. The patient was working when they first got the implant but was not retired. It was reported that the patient had a potential hematoma. The implantable neurostimulator (ins) site was bleeding and bumpy and had blood leaking out of it. It was reported that the patient didn&#38176;know when this started and that it started later not at implant when things weren&#38176;going to well. It was noted that their hcp took pictures and when the patient was cut into for surgery they had pelopids and didn&#38176;heal flat. The patient had a bump on their back but it was okay because it was all over now and they didn&#38176;feel they had a good enough contract for this thing. It was reported that the ins was explanted at least a year ago because the site was bleeding and bumpy. The patient thought the ins was a trial or something good and was mad that they couldn&#38176;get their money back if it didn&#38176;work for a certain period of time. It was noted that now the patient was on pills and pads and had to buy expensive pill to take every evening to not leak too much.